Event description:
It was reported that during implant attempt, the thresholds increased upon being connected to the device, and further increased to high levels once the system was coiled and laced in the skin pocket. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).